Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection is a known observed and potential patient effect as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that using a femoral artery access approach during a procedure of the moderately calcified, moderately tortuous, de novo, proximal left anterior descending (lad) artery after predilatation with a 1.5 x 8 mm unspecified balloon dilatation catheter (bdc) at 12 and 14 atmosphere (atm) the 3.0 x 23 mm xience prime stent was deployed without issue. It was observed that a proximal edge dissection occurred. A 2.75 x 12 mm xience prime stent was used as treatment and there was no reported adverse patient effect. There was no reported clinically significant delay during the procedure. No additional information was provided.